Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill estimate notification was received after filling the cartridge with 200 units of insulin. Customer successfully filled another cartridge. Customer also changed out the infusion set tubing. Customer's blood glucose was 163 mg/dl.